Manufacturer narrative:
Evaluation summary: it is likely that the surgical technique was not followed and the liner was not properly vertically aligned prior to impaction which caused the experienced event. Cause cannot be definitively determined. Evaluation: the shell locking ring no longer rotates freely within the cup. The tabs are no longer aligned, and they are damaged with several dents and scratches. The rim directly under the locking tab window is also scratched. There are two areas on the concave surface of the shell that show burnishing, which may indicate that the locking ring tabs were not visible through the locking ring window and were being levered out of the groove between the shell and liner. The shell was dimensionally conforming where measured, and ring groove (B)(4) was successfully accepted. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported, the tines on the cup were overlapping. The surgeon attempted to separate but was unsuccessful.